Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. Analysis of the lead (l/n: va1n157) found that the conductor(s) was/were broken in the body of the lead at or near the tines. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was clarified that only 1 lead was implanted. The patient tolerated the removal of the lead and ins well and was in stable condition. The hcp reported that it was unknown if the 'device not working' was caused by normal battery depletion; they did not know if the cause had been determined.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1n157, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. They reported that for the past three days, they had been having diarrhea problems again. They wanted to know what they had to do to get the programmer going again after they changed the batteries because they couldn't make heads or tails of the books. They were not feeling anything anymore and wanted to know if they should be feeling something. The patient synced to their ins and noted they were on program four at 3.0 volts. It was reviewed there was a possibility they had adapted to the stimulation sensation over time. They increased stimulation to 3.8 volts on the call. Additional information was received from the patient on (B)(6) 2021. They reported that they were not feeling stimulation and has return of symptoms. No further complications were reported/anticipated at this time. Additional information was received from a health care professional (hcp) on (B)(6) 2021. The hcp called from the hospital to report that per their policy, any explanted device had to be returned to their manufacturer for analysis and determination of warranty. The caller reported that the patient had the entire system explanted on (B)(6) 2021 due to back pain secondary to two leads placed. The caller reported that no replacement had been done and that the patient had a consult with a doctor on (B)(6) 2021 and that the device had not been working in (B)(6) 2020. The caller was requesting a full analysis and warranty determination. The technical services agent provided the case number and the caller was going to be sending the ins back